Event description:
Affiliate reports that the micro sensor shows only zero after implantation. The micro sensor was replaced.

Manufacturer narrative:
Codman is expecting this product for evaluation. Upon completion of the investigation, a follow up report will be filed.